Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2026. On the day of the incident, the sensor had been in place for only a few hours. The cgm repeatedly displayed a glucose value of 44 mg/dl, despite the patient reporting no symptoms of hypoglycemia. In response to the low cgm readings, the patient drove to a local gas station and purchased an ice cream bar and cookies, which he consumed in an attempt to raise his glucose level. Despite carbohydrate intake, the cgm continued to display 44 mg/dl. Due to continued concern and anxiety related to the persistent low cgm readings, the patient sought medical evaluation and presented to the emergency room. Upon arrival, hospital staff performed a fingerstick bg test, which showed a glucose value of 187 mg/dl, indicating a discrepancy between the cgm and bg meter values. At that time, the cgm continued to display 44 mg/dl. The patient was treated with intravenous fluids, and blood tests were performed to rule out other underlying issues. The patient reported that no insulin was administered during the emergency room visit. Medical staff reviewed the cgm readings alongside the fingerstick result and determined that the event was due to sensor inaccuracy rather than true hypoglycemia. The cgm sensor was identified as faulty and was removed by hospital staff in the emergency room. The patient remained in the emergency room for approximately 20-30 minutes and was discharged during the same visit, with no overnight admission. At the time of reporting, the patient stated they were doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.